Event description:
It was reported that a pinhole balloon rupture occurred. The target lesion was located in a 100% stenosed, moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. During the first inflation at 6 atmospheres, the balloon ruptured. After decompression, the device was removed from the body and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter state: (B)(6). Initial reporter city: (B)(6).